Event description:
This is an adverse event records on a case report form (crf) as part of the (B)(4) patient registry. The patient was prospectively enrolled with .5 cm non-dysplastic barrett's esophagus. After a focal ablation procedure, a small amount of bleeding was noted at the site. A clip was fitted at the site and complete cessation of bleeding occurred. No further clinical sequelae reported.

Manufacturer narrative:
The site did not return any device; therefore, no device evaluation was performed. If any additional information pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).